Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion, opening curved and delamination. Leak test and microscopic analysis was performed which identified; striated opening on radius and delamination (total separation). Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool and delamination total separation of the valve (cohesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformities noted. Additional, changed, and/or corrected data: b.5, b.7, d.1, d.4, d.7, d.10, h.3, h.4, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.